Manufacturer narrative:
Height: 165cm. When additional information becomes available a follow up report will be submitted.

Event description:
It was reported that there is an issue with valve. The reporter indicated that a one year ten month post-operative valve is over draining. The device was explanted. Additional event details is not available.

Manufacturer narrative:
Investigation: visual inspection: a deformation of the outer housing of the prosa valve was observed through the visual inspection. The prosa valve housing was subsequently measured and confirmed the presence of a deformation. The housing deformation measured at -0.055mm, outside the tolerance of 0 =/- 0.02mm. Permeability test: a permeability test has shown that the prosa valve is permeable. Computer controlled test to investigate the claim of underdrainage, the opening pressure is measured using a miethke computer controlled testing apparatus, which simulates a cerebrospinal fluid flow. The prosa valve is operating within acceptable tolerances. Adjustment test: the posa valve was tested and is adjustable to all specified pressures. Braking force and brake function test: he brake functionality test has shown that the brake function is fully operational and the baking force is within the given tolerances. Results: first, we performed a visual inspection of the prosa valve. A deformation of the outer housing of the prosa valve was observed through the visual inspection. This deformation was confirmed through a measurement of the plan parallelity. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The prosa valve operates as expected and met all spcifications. Finally, we have dismantled the valve. There were no visible deposits observed inside the valve. Based on our investigation, we are unable to substantiate the claim of under-drainage. At the time of our investigation, the prosa valve operates as expected and met all specifications. Despite the lack of significant deposits, it is possible that even non-visible or small amounts of build-up could have led to a temporary compromise of the valve and to the observed malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. The cause of the deformation of the prosa valve could not be determined through our investigation. Significant outside pressure, for example by too much force from the prosa adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.